Manufacturer narrative:
Patient codes additional codes - imf health impact and img component codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, symptoms observed as a result of the right coronary artery occlusion were rhythm changes and blood pressure drop. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: a pre-implant computed tomography (CT) and angiogram were provided for review. Imaging was suboptimal with noise/grainy artifact. Annulus perimeter and perimeter derived diameter was 73.9 mm/23.5 mm suggesting a 29 mm evolut. Left ventricular outflow tract (lvot) perimeter and perimeter derived diameter was 77.1 mm/24.6 mm. All sinus heights and coronaries were within recommended ranges. All sinus of valsalva (sov) diameters measured <(><<)> 29 mm. Annular angulation was 43°. The valve was deployed to just prior to the point of no recapture and depth assessment was performed. The depth at the non-coronary cusp (ncc) was approximately 1mm in the cusp overlap view and 4mm at the left-coronary cusp (lcc) in the left anterior oblique (lao) view, which would warrant a recapture. However, the valve was released, which resulted in a shallow implant. Subsequent aortic angiogram revealed complete occlusion of the right coronary artery. Coronary re-access was attempted but failed, and further intervention was aborted. The sov measured <(><<)>29mm which is the minimum recommended diameter to accommodate a 29mm evolut. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a 20mm non-medtronic flow balloon was used to pre-dilate the annulus. Following the balloon aortic valvuloplasty (bav), the valve was inserted and advanced into the aortic annulus. Subsequently, the valve was deployed, and the position was suboptimal, so a recapture was performed. The valve was then fully deployed on the next attempt. A post-implant bav was performed using a 22mm non-medtronic dilatation balloon at which it was noted that the right coronary artery was occluded. The patient was stabilized and moved to the operating room for a right sided coronary bypass. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (0011966447); product type: 0195-heart valves; product ID: l-evolutfx-2329 (0011936558); product ID: 20mm dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Product ID: 22mm dilatation balloon valvuloplasty catheter (non-medtronic device); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.